Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, it was discovered the atrial lead had high capture thresholds. The physician attempted to reposition the atrial lead but was unable to locate acceptable capture thresholds. The atrial lead was explanted and replaced. The patient was in stable condition.